Event description:
A medtronic representative reported that while training on site, building a 3d model, the navigation system exited unexpectedly from synergy cranial. The software was reloaded without further issues. There was no patient present.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation not completed at time of this report.